Event description:
After an implantation period of approx. 5 months, oversensing on the ventricular channel was observed on iegm transmissions. The patient was hospitalized and the replacement of the lead was scheduled.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2022 the lead and the ICD under complaint were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for five months and one charging cycle was recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to the clinical observation. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of an ICD malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The visual analysis of the lead revealed a stretched svc shock coil, which most likely resulted from the explantation procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Furthermore, analysis of the lead showed no anomalies. The root cause of the noise signals was not determinable, however, the presence of external influences cannot be excluded. Please note, a new lead and ICD system was implanted for this patient (plexa promri sd 65/16 with sn 81447016 and rivacor 7 hf-t qp df4 is4 promri with sn 84848211), whose analysis showed similar noise signals, which may be an indication of external noise sources as the root cause of the clinical event. There was no sign of a material or manufacturing problem.